Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the cracks and scratches on insulin pump and screen. Customer stated that the buttons were not responding, battery only lasting five to seven days, battery cap stripped and failure to deliver. The device will not be returned for analysis.